Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of diabetic ketoacidosis due to bent cannula on (B)(6) 2025 leading to hospitalization. Symptoms reported at the time of the hospitalization was stomach pain and increased urine. The site of insertion was abdomen. Length of hospitalization was 5 hours . Blood glucose levels when admitted to hospital was 488 mg/dl. Insulin was administered via serum during hospitalization. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1 : patient city : (B)(6), patient country : brazil. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.